Event description:
The customer obtained false negative vitros benz results from a single proficiency sample run on the vitros 5,1 fs chemistry system. The false negative results were obtained using a 10x dilution factor. When the same sample was run neat (undiluted) on the same vitros 5,1 fs chemistry system, expected positive vitros benz results were obtained. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were affected as the vitros benz assay had not been put into use for patient sample testing at the customer site. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that false negative vitros benz results were obtained from a single proficiency sample run on the vitros 5,1 fs chemistry system. The vitros 5,1 fs chemistry system and vitros benz reagent did not malfunction and were operating as expected. The root cause of this event is user error due to over-dilution of the proficiency sample. When using the 10x dilution factor, a benz value less than the lower reportable range was recovered from the diluted sample prior to multiplying by the dilution factor. This is interpreted qualitatively as a negative vitros benz result by the system software. Per the vitros benz instructions for use, specimen dilutions should only be used as an estimation for gc/ms confirmatory testing and are not intended for reporting patient values.